Event description:
It was reported that the right atrial (ra) lead of this pacemaker system exhibited noise with intermittent loss of capture (loc). It was noted that the right atrial automatic threshold (raat) test was found to be in suspension due to low evoked response. This appeared to have retrograde conduction. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise from the atrial and ventricular pacing artifact, but it fell with the programmed blanking period so there was no oversensing. There was a stored pacemaker mediated tachycardia (pmt) episode. The ra capture threshold was five volts. Reprogramming options were discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead of this pacemaker system exhibited noise with intermittent loss of capture (loc). It was noted that the right atrial automatic threshold (raat) test was found to be in suspension due to low evoked response. This appeared to have retrograde conduction. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise from the atrial and ventricular pacing artifact, but it fell with the programmed blanking period so there was no oversensing. There was a stored pacemaker mediated tachycardia (pmt) episode. The ra capture threshold was five volts. Reprogramming options were discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service. Later, this product was received by boston scientific and full investigation was conducted. The device was explanted due to physician discretion.